Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management board, motor controller board and cpu board shows that replacement of the shorted cap c187 (22uf/25v/20%) corrected the 12 volt failure with this motor controller (mc) board. Replacement of the shorted inductor at l2 (lot code: 472) corrected the problem with this power management (pm) board. This customer returned cpu pcba was tested and no failures were identified. When the original pm board s/n (B)(4) is retuned this pr will be updated with the analysis results.